Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event but patient and/or technical factors likely played a roll. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that twenty-one (22) days post-implantation of this 21 mm bioprosthetic aortic heart valve, this (B)(6) female patient expired due to severe post-operative cardiogenic shock. As reported, the patient presented with severe native bicuspid aortic valve stenosis and originally refused surgery. Eventually, the patient underwent planned aortic valve replacement with the 21 mm prosthesis. She was unable to be weaned from bypass and subsequently underwent urgent coronary artery bypass grafting x3 and placement of an intraaortic balloon pump (iabp), as it was noted the patient had low-lying coronaries. Still she was unable to be weaned from bypass; therefore, an impella was implanted. The patient's chest was kept open and she was transferred to the ICU. She developed progressive renal failure requiring sled and hemodialysis. Three (3) days later, her chest was closed, a hematoma was removed, and she was weaned from iabp. The patient developed acute ventilator-acquired pneumonia, oropharyngeal bleeding due to heparinization, decubitus ulcer, lowered white blood cell count, and right groin infection. From a cardiac perspective, she remained stable off of all inotropes and inhaled agents. Over the following days, she was slowly weaned from extracorporeal support but could not be completely weaned. On pod #22, the family elected to withdraw care and the patient expired. The cause of death was cardiopulmonary arrest with secondary comorbidities of severe cardiogenic shock, acute renal failure, respiratory failure, uti, pneumonia, right groin cellulitis with abscess, v-fib arrest, and chronic lymphedema.